Manufacturer narrative:
The impella pump was not returned for evaluation. There is no indication from the data logs that the use of the impella caused or contributed to the stroke. The report from the hospital team says that the stroke was caused by the combination of dual antiplatelet therapies as well as the simultaneous delivery of heparin. No corrective action is warranted. The failure mode will be monitored and trended.

Event description:
The patient was admitted in cardiogenic shock and supported by the impella for seven days, at which time the impella was explanted for cannulation of ECMO. Eleven days later, the team placed a new, second impella via the axillary artery due to deteriorating condition. After four days the patient was bleeding from the axillary insertion site and showed neurological changes and right sided weakness. The team had the neurosurgeon intervene surgically to remove the clot. Despite these efforts, the patient did expire when the family chose to withdraw care the following day. In review of the case the team did state the patient was on dual antiplatelet therapy for blood thinning.